Event description:
Dr. (B)(6) said that after a year there was no cellular integration into the graft. Device was explanted.

Manufacturer narrative:
¿This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided¿. This investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon - please refer to attachement. The conclusion of the investigation states "repeated attempts were made to obtain additional information. No additional information was provided. Without additional information we are unable to perform records review. Report event does not indicate an infection occurred. The device was explanted but no clarification was provided regarding any adverse event or for cause explanation. Unable to determine root cause."